Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider regarding a patient who was receiving 2000 mcg/ml of baclofen at 1800 mcg/day via an implantable pump for unknown indications for use. On 2021-mar-29, it was reported that the patient had their pump replaced on (B)(6) 2021 and at that time the healthcare provider managing the replacement had some difficulty filling the pump. The hcp reported that the patient had a refill on (B)(6) 2021 and the nurse was expecting 6ml from the pump and the actual volume was 2ml. No symptoms were reported. Additional information was received from a foreign manufacturer's representative (rep) on 2021-mar-31. It was reported that the patient's pump was replaced on (B)(6) 2021.